Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error and failed battery test. Customer also reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 164mg/dl. No significant events leading to button or keypad issues were observed. Troubleshooting was done. Advised customer to remove the battery because he could not clear the button error alarm. Also the keypad issue was not resolved as the act and esc buttons were still unresponsive. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was unable to verify for failed battery test alarm due to no act button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.